Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample, and questionable glucose hk gen.3 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial hba1c result was 13.3%, and the repeated result was 5.3%. Sample 2: on (B)(6) 2026, the initial glucose result was 234 mg/dl. On (B)(6) 2026, the sample was repeated, and the result was 61 mg/dl. Sample 3: on (B)(6) 2026, the initial glucose result was 305 mg/dl. On (B)(6) 2026, the sample was repeated, and the result was 104 mg/dl. The repeated results were believed to be correct. The samples were repeated because the physician questioned the initial results.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent's lot number is 87246501 with an expiration date of 31-aug-2026. The glucose hk gen.3 reagent's lot number is 88231201 with an expiration date of 31-aug-2026. The qc for glucose was acceptable. The provided qc data for hba1c were missing for one of the qc levels, but level 2 was acceptable. The calibration was acceptable. The alarm trace showed "abnormal aspiration" errors. The field service representative found the cause to be a fluidic issue with a valve. He cleaned the valve and verified the instrument was performing within specifications by performing qc and checks with acceptable results. The investigation determined that the service actions resolved the issue.